Manufacturer narrative:
This is a foreseeable harm currently documented in monteris' risk analysis tools and monitored within the risk management process.

Event description:
Two days post-litt ((B)(6) 2021), it was reported that the patient experienced "aphasia with perseveration, word finding errors, semantic paraphasia and difficulty with repetition. Some difficulty following commands" due to cerebral edema related to litt procedure. The event severity was indicated as moderate. The patient experienced a prolongation of their hospitalization and received steroids as an intervention. The event was indicated as resolved on (B)(6) 2021.

Manufacturer narrative:
This is a foreseeable harm currently documented in monteris' risk analysis tools and monitored within the risk management process.

Event description:
Two days post-litt ((B)(6) 2021), it was reported that the patient experienced "aphasia with perseveration, word finding errors, semantic paraphasia and difficulty with repetition. Some difficulty following commands" due to cerebral edema related to litt procedure. The event severity was indicated as moderate. The patient experienced a prolongation of their hospitalization and received steroids as an intervention. The event was indicated as resolved on (B)(6) 2021.